Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. The customer's blood glucose was 238 mg/dl. Customer would continue to use the pump for basal delivery and will use insulin injections for bolus delivery.